Manufacturer narrative:
Received 1 used silicone catheter. During the visual evaluation of the received sample, balloon rupture was noted; however, there were no missing fragments. Per the dimensional evaluation, the balloon active length was measured to be 0.6865¿ on one side and 0.7010¿ on the other side (specification is 0.6 - 0.9 in.). Therefore, the balloon active length was found to be within specifications. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that soon after placement, the catheter became dislodged from patient. After insertion, 10cc of sterile water was injected with syringe into the balloon. It was confirmed by medicon that there was a balloon rupture; however, there were no missing pieces reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that soon after placement, the catheter became dislodged from patient. After insertion, 10cc of sterile water was injected with syringe into the balloon. It was confirmed by medicon that there was a balloon rupture; however, there were no missing pieces reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that soon after placement, the catheter became dislodged from patient. After insertion, 10cc of sterile water was injected with syringe into the balloon. It was confirmed by medicon that there was a balloon rupture; however, there were no missing pieces reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that soon after placement, the catheter became dislodged from patient. After insertion, 10cc of sterile water was injected with syringe into the balloon. It was confirmed by medicon that there was a balloon rupture; however there were no missing pieces reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that soon after placement, the catheter became dislodged from patient. After insertion, 10cc of sterile water was injected with syringe into the balloon. It was confirmed by medicon that there was a balloon rupture; however, there were no missing pieces reported.